Event description:
While inserting the needle into a pt pre-operatively for spinal anesthesia during prostate surgery, physician reported difficulty properly positioning needle due to pt's previous back surgery. Physician decided to remove the needle and retry in another spot, however when withdrawn only half of needle came out. X-rays revealed that needle lodged in the area where "hardware" from the prior back surgery was located. At that time, needle was inserted into another location. Second insertion of a spinal needle was successful and surgery was completed. The needle fragment was then successfully removed by the orthopedic surgeon who had performed the pt's back surgery. Physician reported that in all likelihood the needle became bent when it was being forced against whatever "hardware" the pt had in their back then when pulled it out, the bent needle got caught and broke. The pt is recovering well and seems to have no side effects from the incident.